Event description:
It was reported that during an ablation in the left atrium, the d05 "excessive temperature" error message appeared on the maestro. The physician then noticed that the irrigation tub on the intellanav mifi open-irrigated catheter handle was broken and leaking. The irrigation port had failed. The issue was solved by exchanging the catheter. The procedure was successfully completed with no patient complications. The device was disposed of and therefore will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.